Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep who reported that the patient is not getting a revision as planned. Instead, patient wll be having a complete scs system explant scheduled (B)(6) 2018.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the cause of the lead migration was not determined. The revision did not resolve the lack of pain relief as the case was aborted and the patient was being referred for a paddle lead revision.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of device #97714 s/n: (B)(4) found no anomaly. Analysis of device #977a160 s/n: (B)(4) and s/n: (B)(4) found no significant anomaly/stim lead/body/cut through, product segmented. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 977a160 lot# serial# (B)(4) implanted: 2017 (B)(6) explanted: product type lead product ID 977a160 lot# serial# (B)(4) implanted: 2017 (B)(6) explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer. It was reported that the patient was calling to know if they were full body eligible for an MRI; it was reviewed how to access MRI mode. The patient reported that the MRI was to check on a problem with the ins because "it" wasn't in the right side and was going down their left but should be going down the right side. They were consulting with a neurologist about getting a lead implanted because their other doctor couldn't get "it" to stay on the right side. The patient noted this issue had been occurring since implant and that during the trial there was no issue. No further complications reported.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional reported via the manufacturer representative that the patient had a lead revision due to a lead migration. The patient¿s pain relief was no longer effective. It was unknown if any external or environmental factors contributed to the issue. The issue was not resolved at the time of the report. The indications for use were spinal pain and post lumbar laminectomy syndrome.

Manufacturer narrative:
Concomitant medical products: the main component of the system and other applicable components are: product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID: 977a160, serial#: (B)(4), implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional (hcp). It was reported that the patient had poor leg coverage and charging issues. An x-ray confirmed that the midline lead dropped down to the left. A revision was attempted but aborted and a blood patch was done. The patient saw another doctor for surgical lead placement but the doctor refused due to weight, overall success rate, and two spinal leaks. The patient was managing their pain medically with oral medication. No further complications reported.